Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently was hospitalized following two inappropriate shocks. Upon review, it was determined that the therapy was delivered due to over-sensed artifacts in the primary sensing vector. The noise was reproducible via provocative maneuvers in both the primary and alternate sensing vectors. A fluoroscopy was performed, which confirmed an appropriate system connection. Boston scientific technical services (ts) was contacted for review, and it was confirmed that the therapies were delivered due to a wandering baseline and over-sensed non-physiological noise. A system revision was recommended, and the physician elected to explant and replace the system to resolve the event and no additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: boston scientific concludes that although the analysis has not been completed yet, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Inappropriate shock therapy is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device has been returned to boston scientific and is pending the investigation conclusion. However, inappropriate shock therapy has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as inappropriate shock therapy is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently was hospitalized following two inappropriate shocks. Upon review, it was determined that the therapy was delivered due to over-sensed artifacts in the primary sensing vector. The noise was reproducible via provocative maneuvers in both the primary and alternate sensing vectors. A fluoroscopy was performed, which confirmed an appropriate system connection. Boston scientific technical services (ts) was contacted for review, and it was confirmed that the therapies were delivered due to a wandering baseline and over-sensed non-physiological noise. A system revision was recommended, and the physician elected to explant and replace the system to resolve the event and no additional adverse patient effects were reported. The explanted system has been received for analysis and is pending the investigation conclusion.